Event description:
Reporter indicated a vns therapy pt began experiencing an increase in seizures post hospitalization for nephrotic syndrome. The seizure level was higher than her pre-vns seizure baseline and required and add'l hospitalization. The pt was discharged from the hosp; however, the seizures continued to increase in both frequency and intensity. A system diagnostic test yielded low impedance, dcdc code=0. The pt has not had any changes in medication, does not have a history of any trauma or manipulation. The pt is not perceiving stimulation in normal or magnet mode. A battery life calculation revealed the pt's generator is -1.56 years until the elective replacement indicator reads "yes". The pt underwent vns therapy system replacement surgery. The explanted products have been returned to the MFR and are pending analysis. Good faith attempts to obtain add'l info have been unsuccessful to date.